Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer the customer was instructed to check and made sure the video cable was connected correctly which was the (sdi) signal digital interface. Customer checked as instructed and confirmed that it was. Customer was instructed to check the pip/pop (peak input power/peak output power) however the issue was not resolved. Customer was advised to go into the menu and made sure the sdi input was selected and that fixed the issue. Additionally, unrelated to the reported image issue, customer was assisted to clear the paper jam from the printer. Issue was resolved. System is functional and to date, there are no other issues reported. Based on troubleshooting with the tac, the reported no image, signal issue was resolved once the customer selected the sdi input from the device menu. The reported issue probable cause could be attributed to use error and or handling issue. This report will be supplemented accordingly following investigations.

Event description:
No image was reported on the monitor from cv-190 with the oev-261h monitor device. There was no patient involvement, no user injury reported.